Event description:
It was reported that a charge time out was observed on the device following multiple inappropriate defibrillation therapies delivered for atrial fibrillation. The charge time returned to a normal value following the event. The physician did not allege a malfunction against the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.